Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions - as stated in the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag device may include, but are not limited to, vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture), and death. Additional device related to this event: (B)(4).

Event description:
On (B)(6) 2007, the pt was implanted with two gore tag thoracic endoprostheses. The iliac artery ruptured during the procedure and the pt died. Further investigation is in process.